Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit lost the ECG waveform. The pt was switched to another unit and therapy was continued. No pt injury was reported.